Event description:
At the end of the tonsillectomy and adenoidectomy surgical procedure, burn injury was observed on the right corner of the patient's mouth. The customer reports a male patient received a burn to the right corner of his mouth that could possibly cause a deformity due to constriction, scarring, irregular healing and soft tissue damage. The patient has received one additional surgical procedure to date from a plastic surgeon and will most likely have 1 or 2 more procedures within the next several years. Per the customer, the patient is being monitored on a monthly basis under the care of a plastic surgeon.